Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that the hose had a cut in it. The hose wasn¿t leaking just external damage. The event timing was during testing. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer air dermatome serial number (B)(6) by a zimmer biomet engineer on 11 june 2020 revealed that the unit¿s hose had a cut. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. -a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.